Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and towards the end of the procedure the patient suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. The patient was noted to have low blood pressure by the anesthesiologist. The physician noted a pericardial effusion using intracardiac echocardiography (ice) and opted to treat it with a pericardiocentesis. After removing approximately 250cc of fluid, the patient immediately stabilized and spent the night for observation. The transseptal puncture was performed with the brk1 needle. The 8.5fr sl st. Jude medical sheath was used. The power was set to 20-25 watts with the coronary sinus. Varying impedances from 150-200. There were temperature limiter errors during ablation in the coronary sinus. The power was not titrated during ablation. The flow setting was 17-30ml/min. Heparin was used. The act was maintained from 300-350 during the procedure. The patient did not require extended hospitalization. The physician¿s opinion on the cause of the adverse event was a possible coronary sinus perforation. The physician did not believe a biosense webster product was responsible for the injury. The patient¿s diagnosis is atrial fibrillation persistent. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) year old, male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and towards the end of the procedure the patient suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. The patient was noted to have low blood pressure by the anesthesiologist. The physician noted a pericardial effusion using intracardiac echocardiography (ice) and opted to treat it with a pericardiocentesis. After removing approximately 250cc of fluid, the patient immediately stabilized and spent the night for observation. The transseptal puncture was performed with the brk1 needle. The 8.5fr sl st. Jude medical sheath was used. The power was set to 20-25 watts with the coronary sinus. Varying impedances from 150-200. There were temperature limiter errors during ablation in the coronary sinus. The power was not titrated during ablation. The flow setting was 17-30ml/min. Heparin was used. The act was maintained from 300-350 during the procedure. The patient did not require extended hospitalization. The physician¿s opinion on the cause of the adverse event was a possible coronary sinus perforation. The physician did not believe a biosense webster product was responsible for the injury. The patient¿s diagnosis is atrial fibrillation persistent.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: 1.stockert 70 system: model #: m-5463-01, serial #: (B)(4); 2.coolflow pump: model #: m-5491-02, serial #: (B)(4). 3.pentaray nav eco catheter: model #: d-1282-10-s, lot #: 17093387m. 4.soundstar eco catheter: model #:m-5723-16, lot #: g4001179. (B)(4).